Event description:
An attempt was made at coiling the aneurysm, but when the coil unravelled, they were lodged in an internal carotid artery from a skull base, hinged into the aneurysm. At that point, the only rational course of events was to remove the coil through the intracranial approach and reconstruct and clip the aneurysm.